Manufacturer narrative:
Device manufacturing records were reviewed. Review manufacturing records confirmed sterilization for the generator prior to distribution. (B)(4)

Event description:
It was reported that the patient may have an infection following a recent generator replacement. The neurologist's office reported that the patient had not been seen, but may have been treated by a family practice physician and no other information was known. The patient was scheduled for follow-up. It was reported that the patient also underwent a tonsillectomy at the time of vns implant so the relationship of the potential infection to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Further follow-up revealed that the patient's issues were not related to vns and there was no note of infection. It was reported that the event was secondary to the patient's tonsillectomy that was performed at the implant. The patient's device has been programmed on and is working well. The patient remains seizure free.